Event description:
Event description boston scientific, crm received information from the family of the patient with this pacemaker. It was reported that the physician stated that the device was not working well and hadn't been for some time. A boston scientific technical services (ts) consultant confirmed that the device is included in the failure mode 2 population described in the physician communication on (B)(6) 2005. The patient called again to report similar concerns and that she has not been feeling well and that she is dizzy and that she fainted the last time she was in the office. She had concerns that there was a device issue, she doesn't trust the device, and she complained about the physician and clinic. The boston scientific sales representative explained that the device was interrogated and normal function was confirmed. No issues were noted and no programming changes were necessary. The representative also confirmed that the patient's physicians had no allegations against the product. This device remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.